Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing on the presenting electrogram (egm), non-capture on the observed atrial pace (ap) and possibly lead had been dislodged. Boston scientific technical services (ts) suggested to consider in-clinic testing of the lead as well as x-ray to evaluate position. To date, this lead remains in service. No additional adverse patient effects were reported.